Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form m483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed no data with black vertical lines on the screen, consistent with a hardware display malfunction involving the screen/bezel assembly, and the user was advised to revert to backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects and no blood glucose impact reported. Outcomes included continued therapy via backup methods without alerts or alarms. Investigation included review of the user report and troubleshooting education, confirmation of return logistics, and instruction on device shutdown and data sync to the mobile application. Investigation of the returned device revealed a malfunction of the display component consistent with screen bezel separation or display failure, with no effect on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.